Event description:
It is reported that during a primary knee arthroplasty, one of the spikes from the em tibial alignment frame, broke off upon removal. This piece was confirmed to have been removed from the patient.

Manufacturer narrative:
Visual inspection of the returned spike arm identified that the longer spike fractured off. The fractured off piece was not returned for review. Hardness testing confirms the hardness to be within specification. Device history records were reviewed and no deviations or anomalies were found. This device is used for treatment. This lot was manufactured january 2001 and therefore, had been in the field approximately 14 years 3 months. It is unknown how many times the device was used during its field life. A design change was made in 2002 to eliminate a sharp corner that was potentially causing a stress riser and the fracture of the device. This lot was manufactured prior to the design change for the added radius.

Manufacturer narrative:
This report will be amended when our investigation is complete.